Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the procedure was thoracic. The doctor reports a problem with the suture dissolving. The patient status at the time of the report was septic. Pending follow up.